Event description:
It was reported that an endovascular stent graft allegedly migrated to the lung of a morbidly obese pt with end stage renal disease. The indication for placement was identified as elastic stenosis of the venous anastomosis. The stent graft was deployed into a 6mm femoral eptfe loop graft. Reportedly, there was a reasonably sharp turn at the anastomosis tracking into the femoral vein. Excessive force was necessary to start stent graft deployment and a moderate amount of resistance was met withdrawing the external catheter. Placement was confirmed via fluoro and fistulogram, however, it was reported that visibility was a significant issue due to pt obesity. The stent graft was dilated with a balloon post-deployment. Three days after implant, the pt later presented in the ER with fever and breathing problems. Reportedly, this is when the stent graft was found in the lung of the pt. The status of the pt is unk at this time.

Manufacturer narrative:
The stent graft remains implanted and the delivery system was discarded by the user facility. Therefore, a sample eval could not be done. The event is currently under investigation.